Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient revised due to broken neck. Additional information received from litigation 02/06/2018. Additional items numbers, patient dob.